Event description:
A nurse called lifecor customer support to state that a male patient was dead on arrival in the emergency room (ER). The emergency medical technicians (emts) that brought him in said he was wearing the lifevest when he passed. The emts informed the nurse that the cause of death was asystole in the field. ER physician requested download to look at ECG. Customer support overnighted a modem to the cardiology department. Lifecor territory manager and patient service representative (psr) were contacted by customer support to aid in download and to be advised on all events. Psr aided ER physician in downloading the device in 2006. They confirmed asystole upon arrival at the hospital. On the next day, lifecor doctors completed an event analysis and confirmed that there was pace maker lifevest interaction. A male was not shocked due to a pacemaker interaction. He was using the lifevest because of a complex congenital heart syndrome that included dextrocardia (heart on the right side of the body). His non-ischemic cardiomyopathy was severe enough to be on the transplant waiting list. He was on inotropic medication to increase the contractility of his heart and was having bouts of non-sustained vt. He had a unipolar pacemaker implanted earlier. His mother called to report that he had collapsed, but the lifevest did not shock him. He was later pronounced dead.

Manufacturer narrative:
The lifevest device involved in this event was returned for evaluation. The device was found to be fully operational. The ECG data and device performance flags captured by the device during the event were subsequently downloaded for evaluation. The patient's baseline shows pacing spikes controlling most of the beats. Later ecgs show much larger, very dramatic pacing spikes. A male was not shocked due to a unipolar pacemaker. The pacemaker did not stop during vt/vf and the large pacing artifacts prevented proper rate determination by the lifevest algorithm. This interaction has been reported with aeds and icds. It is listed as a "warning" in the lifevest operator manual. See scanned pages.